Event description:
It was reported that the customer received an occlusion alarm. There was no impact to the customer's blood glucose level. The customer declined troubleshooting from tandem technical support; therefore, a system check was not performed to determine the potential cause of the occlusion. However, it was reported that the customer had been using a cartridge with humalog for more than 48 hours.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.